Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and a definitive cause for the reported difficult to position (sleeve steering issue) and cable break in this incident could not be determined. The clip becoming caught in the leaflet (difficult to remove) however, was a result of the sleeve steering issue. The tissue damage appears to be related to the procedural circumstances of the clip becoming caught in the leaflet (difficult to remove from anatomy). The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As treatment, another clip was successfully implanted at the aml tissue damage site. The mr remained grade 3 with the two clips implanted and the procedure was aborted. There was no clinically significant delay. There was no additional information provided regarding this issue. The device was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the second clip delivery system (cds 70905u124) was moving in an unexpected direction and leaflet damage occurred. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3 at the anterior leaflet 3 (a3) and posterior leaflet 3 (p3) area of the mitral valve. The patient presented with a short and restrictive posterior medial leaflet (pml). The first mitraclip was implanted and a residual jet lateral to the first implanted jet was observed. A second clip delivery system (cds 70905u124) was aligned perpendicular to the line of coaptation in the left atrium (la) and lateral to the first implanted clip. While advancing and rotating the clip with the delivery catheter (dc) handle into the perpendicular position towards the line of coaptation, the cds sleeve moved medially and laterally, not straight as expected. Upon advancing the cds into the left ventricle, the clip was in the a2/p2 area, not the a3/p3 area as intended. An attempt to invert the clip was performed; however, the clip had become entrapped at the anterior medial leaflet (aml). Standard troubleshooting was performed and the cds was retracted into the la. Once retracted, leaflet tissue damage was noted at the aml in the a2/p2 area. Another attempt to advance this clip was performed, however, the cds was moving in an unanticipated direction while in the la and while performing perpendicular testing. A cds cable break was suspected. The device was removed from the anatomy undeployed.